Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for complex reg pain syndrome type I. It was reported that the poor communication screen appeared on the patient programmer (pp) and the patient¿s rechargeable implantable neurostimulator (ins) would not communicate with the ins recharger (insr). The last time the patient felt stimulation and last successfully charged was during the week prior to the report. The reason that the ins was not charged is unknown and troubleshooting could not be performed due to lack of access to the product. There were no reports of medical issues and no patient symptoms reported. There were no further complications reported or anticipated.